Manufacturer narrative:
Through follow-up, steris endoscopy learned that the medical history of the patient subject of the reported event includes long-term use of steroids for treatment of helicobacter pylori (h. Pylori). The physician stated that during the procedure, a small of amount of diffused bleeding was observed throughout the stomach and active bleeding area was observed in a non-treatment area of the stomach. A steris field clinical specialist was present during the procedure and stated that the procedure included appropriate patient monitoring and that no issues were noted with the function or operation of the trufreeze device. The instructions for use for the trufreeze system includes the following warnings and precautions: "the physician should carefully consider patient eligibility for cryospray ablation (i.e., cryosurgery and associated gas pressure), including patient presentation, medical history, comorbidities (e.g., copd, cad), and prolonged use of steroids that may reduce the patient's tissue compliance and tissue strength affecting their ability to tolerate cryospray." A follow-up report will be submitted if additional information becomes available.

Event description:
The user facility reported that during use of their trufreeze device for cryospray ablation of lesions in the stomach, the physician observed bleeding in a non-treatment area of the stomach. The physician placed two clips to stop the bleeding and the procedure was stopped.